Event description:
The user facility reported to terumo cardiovascular systems prior to cardiopulmonary bypass surgery, out of box, the sampling manifold was broken. The product was not used. The surgery was completed successfully. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).